Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to pain. The original surgical plan was to perform a poly exchange. Intra-operatively, the medial condyle of the femoral component was found to have broken off of the implant. The poly, which had metal embedded into it, was also found to have had some wear medially. Patient was revised to a ps femoral component with a ts insert.